Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's active color display cable, designator w15 to resolve the reported issue. After proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the device would not complete a normal boot up. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.